Event description:
Product problem, an aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was moderate to severe tortuosity and severe calcification. It was reported that the physician was unable to advance the stent graft to the intended landing zone and the stent graft kinked. The kink in the device may be related to aggressively advancing the stent graft against calcification in the iliac artery. The stent delivery system was removed from the pt. Procedure was continued and led to an adverse event see refer to mdr2953200-2008-00046.